Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the moderately tortuous proximal right coronary artery (rca). Pre-dilatation was performed with a 2.5x08mm unspecified balloon dilatation catheter (bdc). The 4.0x15mm xience pro stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of a 4.0x12mm xience pro stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) there was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The xience pro is currently not commercially available in the us.